Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was noted to be inverted and the patient was hyperopic. The lens was explanted on (B)(6) 2013 and was exchanged for another same model lens but different diopter power. There was no patient injury.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Malposition of device. Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).